Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the central processing unit printed circuit board assembly (cpu pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed cpu printed circuit board assembly (pcba) board was returned to the product investigation lab (pi). The pil technician installed the cpu pcba board into a pi ventilator to duplicate the reported issue. Pil confirmed diagnostic code 1127 was logged three times, however, was unable to reproduce the issue. Per the v60/v60 plus ventilator service manual (1049766 vt), the replacement of the cpu pcba is not a recommended repair step to address the ovp circuit failure. No fault found.

Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the device is receiving an error code 1127 ovp circuit failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that 1127 ovp circuit failed error code was found in the service log. Discussed seating/ replacement of the mc to da cable as possible cause of 1127 error. Authorized service personnel (asp) stated that the air flow accuracy test 7 was failing. Asp could not give specific test results. Discussed troubleshooting failure of the air/ o2 accuracy tests. Provided parts ID for the flow sensor assembly, air and o2 for replacement. Investigation is ongoing.